Manufacturer narrative:
This follow-up report is being submitted to relay additional information. E1 - post office or zip code: (B)(6). The biolox head was returned for investigation. On the articulating surface of the head it is possible to see two scratches. On the bevel and on the taper of the head signs of material transfer are visible, most likely due to the contact with the taper of the stem. A review of the device manufacturing records confirms no abnormalities or deviations reported. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. Based on the analysis of the metal transfer present on the head of the taper, it can be assumed that the head came in contact with the stem taper during surgery. Therefore, it is not possible to assess the initial condition of the head and determine if the reported event is due to possible handling error during/after unpacking the device. No problem was found with the reported device. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that cosmetic damage was observed on the delta ceramic head. The item was not used for the surgery. No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2-foreign-japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that cosmetic damage was observed on the delta ceramic head. The item was not used for the surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.